Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had poor wound healing and granulation was noticed in the generator pocket after vns implantation. The device was explanted. Follow-up by the company representative to the physician revealed that after an allergy test, it was determined that the patient is allergic to the sutures used during surgery. Surgery to re-implant the vns is expected, but is not known to have occurred to-date. Additional relevant information has not been received to-date.

Event description:
It was reported that a replacement generator was implanted on (B)(6) 2016.